Event description:
Related manufacturer reference number: 2017865-2022-11665. It was reported that the patient presented to emergency room with heart fluttering. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited post-paced t-wave oversensing while right atrial (ra) exhibited under-sensing and noise over-sensing, which resulted in episodes of inappropriate mode switch. Programming changes were made on rv lead. The physician elected to monitor ra lead. There were no patient consequences throughout.